Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported slda could not be determined. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult. Post deployment of a triclip single leaflet device attachment(slda) from septal leaflet. Another triclip was implanted for stabilization of slda clip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult. Post deployment of a triclip single leaflet device attachment(slda) from septal leaflet. Another triclip was implanted for stabilization of slda clip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.